Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had all medications greyed out and a failed hardware icon was displayed. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication and could not take out the medications. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the software issue. A technical support specialist confirmed that the issue was resolved. The system functioned as intended after the customer resolved the issue. E1(initial reporter facility name - (B)(6).